Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recently declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services was contacted for an estimated longevity projection and a recommended replacement window. At this time, this ICD remains implanted and in-service. No adverse patient effects were reported.